Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump 5 had a speed issue during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and observed that the centrifugal pump does not drive the pump when you increase the rpm. The drive unit was replaced and a functional verification test did not identify further issues. The unit was returned to service. The replaced device was returned to sorin group USA for further evaluation. Visual inspection did not identify any abnormalities or defects. The device was opened and checked for loose connections and no issues were noted. Functional testing found the unit to be working as expected. The rpm was displayed correctly and the unit passed all tests. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated at sorin group USA.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the centrifugal pump cp5 had a speed issue. There was no report of patient involvement or injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the centrifugal pump cp5 had a speed issue. There was no report of patient involvement or injury.